Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl, cause was unknown. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of above 500 mg/dl; cause was not known. No additional information was provided and the customer declined troubleshooting with tandem technical support.